Manufacturer narrative:
\Additional manufacturer narrative: updated sections. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 29mm bioprosthetic mitral valve, implanted approximately for two (2) years and three (3) months, was explanted due to acute bacterial endocarditis from strep mitis and vegetation. A fair amount of thrombus was excised from the anterior leaflet. The explanted device was replaced with a 7300tfx 31mm bioprosthetic valve. Patient also underwent CABG x1. The patient was brought to the ICU in stable, good condition. The patient was discharged on pod #6 in stable condition.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that a 29mm bioprosthetic mitral valve, implanted approximately for two (2) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 31mm bioprosthetic valve. Patient also underwent CABG.